Event description:
A male patient contacted lifecor customer support to report that he is receiving a no rate message. Support had the patient perform a recording. The recording showed that there was no readable ECG on wither channel. Support had the patient disconnect the belt, and reconnect it to the monitor. Patient did another manual recording. The results showed more artifact and no readable ECG. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated no rate message was an intermittent connection at the distribution node in the cable to ECG c of electrode belt. The reported problem was duplicated when the cover from the distribution node was removed and the cables/wires manipulated. The root cause of the intermittent connection was not determined. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.